Event description:
It was reported the 65851r rollator collapsed when the patient sat down on the seat. The patient fell and sustained a skin tear and a blow to the head. The patient was taken to a nearby medical facility and a number of tests were done to determine the severity of the patient's injuries. No information regarding the type or results of those tests was provided.